Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6; -10.5 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens had tore during injection/delivery into the eye. Intraoperatively the lens was removed and replaced with a same length lens with no patient injury. The problem was not resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation could not be confirmed. After evaluation, and the device running for 2 days, no faults were found with the device. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.